Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that there was ventricular over-sensing, which interfered with the performance of the syncav algorithm. Programming changes were discussed; no intervention was reported. The patient was in stable condition.